Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.00mm x 20mm maverick? Balloon catheter was advanced for dilatation. However, the device failed to cross the lesion, and during inflation at 20 atmospheres, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.